Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort. The pacemaker was reported to be poking the patient's skin. The physician opened the pocket and adjusted the device deeper into the skin. The patient was stable.